Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report #(B)(4). The actual device involved in the reported incident was not returned for eval. W/o the actual sample or lot number, a through eval could not be performed and no specific conclusions can be drawn. If add'l pertinent info becomes available, a f/u report will be filed.

Event description:
As reported by the user facility: event # 1: reports the sets leaked from the bottom of the drip chamber where it attaches to the tubing. Chemotherapy was infusing causing chemo spills. This occurred twice.